Event description:
On (B)(6) 2013 it was reported that spectrum infusion pump serial number (B)(4) failed to recognize a wireless module. The reporter stated that on (B)(6) 2013 he received a work order from the pharmacy stating "wrong mdl, wasn't updating". There was no patient injury or incident report.

Manufacturer narrative:
(B)(4). The device was received at baxter for evaluation. The evaluation could not confirm that the device will not connect to wireless network. The device was received without a network configuration loaded and evaluation found the networking setting turn off. After during on the network setting and leading the network configuration the device functioned as designed.